Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. One-week post filter deployment, an x-ray abdomen anteroposterior showed that there was an inferior vena cava filter in place. Next day, the patient presented with right sided abdominal pain. Subsequent computed tomography (CT) revealed that there was an inferior vena cava filter in place. After five years and ten months, the patient again presented with abdominal pain. On the same day, an x-ray abdomen series with contrast/chest 1 view showed an inferior vena cava filter was in place. Eventually four years and seven months later, the patient presented to the imaging center with right sided abdominal pain. On the same day, an x-ray abdomen series showed that there was an inferior vena cava filter. Also, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed an inferior vena cava filter. Therefore, the inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity, deep venous insufficiency and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall at the level of the inferior endplate of l3 and touched the right lateral and inferior aspect of the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced right sided abdominal pain; however, the current status of the patient is unknown.